Event description:
During leep procedure, abnormal cells were noted and the 15x12mm loop was used. It was noted that half way through the leep, the loop had broken; therefore, a second loop was used to complete the procedure.